Event description:
It was reported that the patient had asystole with an eleven to twelve second pause. The device did not pick up the pause event. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.